Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the transcatheter valve, a post-implant bav using a 20 millimeter (mm) non-medtronic balloon was performed due to mild-moderate paravalvular leak (pvl); however, the patient's blood pressure did not fully recover following the post-implant bav, and measures were taken to recover the blood pressure. Subsequently, cardiopulmonary resuscitation (CPR) was performed, but the patient did not recover. Prior to ending the recovery efforts, a post-implant angiography was performed that showed no pericardial effusion and coronaries were perfused. Following the implant procedure, the patient died. The cause of death was unknown. Per the physician, the procedure contributed to the death.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product type: {0195-heartvalves}; product ID {non-medtronic post-implant bav}; product type: {balloon aortic valvuloplasty}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the transcatheter valve, a post-implant bav using a 20 millimeter (mm) non-medtronic (true) balloon was performed due to mild-moderate paravalvular leak (pvl); however, the patient's blood pressure did not fully recover following the post-implant bav, and measures were taken to recover the blood pressure. Subsequently, cardiopulmonary resuscitation (CPR) was performed, but the patient did not recover. Prior to ending the recovery efforts, a post-implant angiography was performed that showed no pericardial effusion and coronaries were perfused. Following the implant procedure, the patient died. The cause of death was unknown. Per the physician, the procedure contributed to the death. Additional information was received that per the physician, the post-implant balloon dilation could not be excluded as a contributing cause to the death but the delivery catheter system (dcs) could be excluded.